Manufacturer narrative:
Service was dispatched and performed troubleshooting. No hardware was replaced and a root cause for this event could not be determined. There were no further issues noted with glucose results.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one glucose (glu) result of 44mg/dl which repeated with a result of 84mg/dl. The customer was running in duplicate mode and verified results on their alternate instrument. Repeats on different instrument yielded 82, 80 and 80mg/dl which were reported outside of the laboratory. There was no affect to patient with regard to this event.